Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Technical root cause could not be determined as the system is within specifications and works as intended. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A doctor reported a central island in a patient's right eye one day post lasik. Central island may have been caused by treating the patient with a spot of fluid on the stroma from a wet pachymeter used intraoperatively. Excimer laser was reported as not effective through moisture droplet. Upon follow up, visual acuity is decreased. Topography shows a distinct island. Patient is not complaining about vision so no retreatment was noted at this time. Doctor will continue to monitor this patient.